Event description:
The customer was hospitalized for dka. The customer did not treat their bgs with manual injection. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, the customer states that their doctor would like pt to try a different infusion set.